Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding/ menstruation issues."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, anxiety, weight increased, fatigue, abdominal pain and back pain had resolved and the infection and menstrual disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded most recent follow-up information incorporated above includes: on 19-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems, urinary problems or changes, dysmenorrhea, dyspareunia, mood swings, migraines, headaches, anxiety , weight gain. Fatigue, abdominal pain, back pain ", reporter, concomittant condition added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, ringworm nos since (B)(6) 2014, dysuria since (B)(6) 2014, vaginal itching since (B)(6) 2014, tinea corporis since (B)(6) 2014, malaise since (B)(6) 2014, foot deformity since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, rash since (B)(6) 2014, skin lesion since (B)(6) 2014, prediabetes since 25-sep-2017, tobacco use disorder since (B)(6) 2017, menses irregular and nausea. Concomitant products included bupropion, clotrimazole, diazepam, hydroxyzine, ibuprofen, ketoconazole (ketoconazol) and metaxalone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: emotional changes") and emotional distress ("hormonal changes : emotional changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual interourse)"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). On (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced cystoscopy ("other injuryor complications please describe: cystourethroscopy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding/ menstruation issues."), urinary tract disorder ("urinary problems or changes"), mood swings ("mood swings"), back pain ("back pain"), depression ("psychological or psychiatric problems condition:depression") and affective disorder ("mood disorders"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ,surgery (other) cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, anxiety, weight increased, fatigue, abdominal pain and back pain had resolved and the vaginal infection, menstrual disorder, vulvovaginal mycotic infection, mood altered, cystoscopy, emotional distress, depression and affective disorder outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, back pain, bladder disorder, cystoscopy, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 234 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded then total bilateral occlusion pregnancy test urine - on (B)(6) 2017: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Concomitant medication added. Lad data added. Following event: psychological or psychiatric problems condition: depression, mood disorders were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain / pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: trinessa. Concurrent conditions included prediabetes since (B)(6) 2017, tobacco use disorder since (B)(6) 2017, malaise since (B)(6) 2014, foot deformity since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, tinea corporis since (B)(6) 2014, rash since (B)(6) 2014, skin lesion since (B)(6) 2014, ringworm nos since (B)(6) 2014, dysuria since (B)(6) 2014, vaginal itching since (B)(6) 2014, obesity, menses irregular and nausea. Concomitant products included bupropion, clotrimazole, diazepam, hydroxyzine, ibuprofen, ketoconazole (ketoconazol) and metaxalone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 26 days after insertion of essure. On (B)(6) 2013, the patient experienced mood swings ("mood swings"), mood altered ("hormonal changes describe: emotional changes") and emotional distress ("hormonal changes : emotional changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual interourse)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression ("psychological or psychiatric problems condition:depression") and affective disorder ("mood disorders"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient was found to have cystoscopy ("other injuryor complications please describe: cystourethroscopy"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstrual bleeding/ menstruation issues.") And back pain ("back pain"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy ,surgery (other) cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, anxiety, weight increased, fatigue, abdominal pain and back pain had resolved and the menstrual disorder, vulvovaginal mycotic infection, mood altered, cystoscopy, emotional distress, depression and affective disorder outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, back pain, cystoscopy, depression, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Treatment received for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain/pain'). In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for an unreported indication: trinessa. Concurrent conditions included: prediabetes since (B)(6) 2017, tobacco use disorder since (B)(6) 2017, malaise since (B)(6) 2014, foot deformity since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, tinea corporis since (B)(6) 2014, rash since (B)(6) 2014, skin lesion since (B)(6) 2014, ringworm nos since (B)(6) 2014, dysuria since (B)(6) 2014, vaginal itching since (B)(6) 2014, obesity, menses irregular and nausea. Concomitant products included: bupropion, clotrimazole, diazepam, hydroxyzine, ibuprofen, ketoconazole (ketoconazol) and metaxalone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 26 days after insertion of essure. On (B)(6) 2013, the patient experienced mood swings ("mood swings"), mood altered ("hormonal changes, describe: emotional changes") and emotional distress ("hormonal changes: emotional changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal), type: yeast infection"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression ("psychological or psychiatric problems, condition:depression") and affective disorder ("mood disorders"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient was found to have cystoscopy ("other injury complications please describe: cystourethroscopy"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstrual bleeding/ menstruation issues") and back pain ("back pain"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy, surgery (other) cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, anxiety, weight increased, fatigue, abdominal pain and back pain had resolved. And the menstrual disorder, vulvovaginal mycotic infection, mood altered, cystoscopy, emotional distress, depression and affective disorder outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, back pain, cystoscopy, depression, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Treatment received for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, results: essure device was successfully occluded. On (B)(6) 2013, results: total bilateral occlusion. Pregnancy test urine: on (B)(6) 2017, results: negative. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: vaginal infection and dysuria outcome was updated. Seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: trinessa. Concurrent conditions included obesity, ringworm nos since (B)(6) 2014, dysuria since (B)(6) 2014, vaginal itching since (B)(6) 2014, tinea corporis since (B)(6) 2014, malaise since (B)(6) 2014, foot deformity since (B)(6) 2014, pap smear abnormal since (B)(6) 2014, rash since (B)(6) 2014, skin lesion since (B)(6) 2014, prediabetes since (B)(6) 2017, tobacco use disorder since (B)(6) 2017, menses irregular and nausea. Concomitant products included bupropion, clotrimazole, diazepam, hydroxyzine, ibuprofen, ketoconazole (ketoconazol) and metaxalone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 26 days after insertion of essure. On (B)(6) 2013, the patient experienced mood swings ("mood swings"), mood altered ("hormonal changes describe: emotional changes") and emotional distress ("hormonal changes : emotional changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 1 (B)(6) 2013, the patient experienced dysuria ("bladder or urinary problems or changes: dysuria"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual interourse)"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression ("psychological or psychiatric problems condition:depression") and affective disorder ("mood disorders"). On (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient was found to have cystoscopy ("other injury or complications please describe: cystourethroscopy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding/ menstruation issues.") And back pain ("back pain"). The patient was treated with fluconazole, metronidazole (metrogel) and surgery (hysterectomy with bilateral salpingectomy ,surgery (other) cystourethroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, anxiety, weight increased, fatigue, abdominal pain and back pain had resolved and the vaginal infection, menstrual disorder, vulvovaginal mycotic infection, mood altered, cystoscopy, emotional distress, depression and affective disorder outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, back pain, cystoscopy, depression, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded; on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received: event " bladder or urinary problems or changes was updated to dysuria" . Treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 26 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: emotional changes"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). On (B)(6) 2013, the patient experienced anxiety ("anxiety"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced cystoscopy ("other injury complications please describe: cystourethroscopy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual bleeding/ menstruation issues."), urinary tract disorder ("urinary problems or changes"), mood swings ("mood swings"), back pain ("back pain") and emotional distress ("emotional changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, mood swings, migraine, headache, anxiety, weight increased, fatigue, abdominal pain and back pain had resolved and the infection, menstrual disorder, vulvovaginal mycotic infection, mood altered, cystoscopy and emotional distress outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystoscopy, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight: 234 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- other injury complications please describe: cystourethroscopy, infection (bladder/urinary tract/vaginal) type: yeast infection, emotional changes describe: emotional changes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.